Event description:
Received a very bad burn from a fluoroscope. Doctor did 14 sweeps, about 56 mins, and received the burn about midway, just below the rib cage. Just hours after the procedure, patient felt pain and then it became a rash, then later blistered and became like a wet sore. He saw many physicians who denied it was from radiation. Patient began to vomit and determined he had a radiation burn and ulcerated the duodenum. It was so bad he had an obstruction with necrosis. Patient was in excruciating pain. No one, near his home, had heard of this. He left the state to find a physician who did surgery and performed a rectus flap taking abdominal muscle and moving it over to repair area. The fluoroscopy was performed at (B)(6) medical center. Patient wonders if it has been reported.